Event description:
Edwards received information that this bioprosthetic valve, implanted 11 months, was explanted and replaced with another edwards valve model 3300tfx, 27mm. The reason for explant has not been provided despite multiple follow up attempts with the healthcare provider.

Manufacturer narrative:
Report of an explanted bioprosthetic valve after an implant duration of eleven (11) months. Despite multiple follow up with the healthcare provider, the reason for explant was not provided and the device was not returned for evaluation. Therefore, the root cause of this event cannot be determined or further investigated at this time. There is no information to suggest a device quality deficiency related to this event. Additional information will be reported once received.